Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown fsn bolt/unknown lot. Part and lot number are unknown; UDI number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for an unknown fsn bolt.

Manufacturer narrative:
This report is for an unknown locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019 during a removal surgery due to implant cut out, the unknown locking screw cannot be rotated. Initially, the patient had a femoral neck system (fns) implantation on an unknown date of (B)(6) 2019. While the surgeon was trying to remove the implants, the unknown locking screw will not rotate. Thus, it could not be removed from the femoral neck system (fns) plate. The surgeon cut the head of the unknown locking screw with the unknown drill bit, then, removed the plate. The surgeon then removed the unknown locking screw with an unknown extraction tool. Hence, the surgeon replaced the fns implants with an artificial bone head. There was a surgical delay of more than thirty (30) minutes. Also, there was a larger amount of bleeding than expected due to the delay in the operation. As per surgeon, there was a causal relationship between the event and the devices. The surgeon would also like to know the possible reason for this event since in the past the surgeon never experienced that adhesion between a plate and a screw which occurred two (2) months after the surgery. Patient and procedure outcome were unknown. This report captures the intraop event that occurred during removal surgery, while post-op event of implant cut-out is captured under related complaint (B)(4). This report is for one (1) unknown locking screw. This is report 2 of 2 for complaint (B)(4).